Event description:
It was reported that the insulin pump is under-delivering insulin. The customer is running high. Customer's mother stated that the insulin pump did not alarm for the empty reservoir. The insulin pump was running as if insulin was being delivered. During the last reservoir and infusion set change, the reservoir was pretty full. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.